Manufacturer narrative:
The dealer alleges that there was a burning smell during an out of the box inspection of a concentrator model irc5po2v sn (B)(4). Packaging and transportation of the device were not documented in the dealers statement. The user manual pn 1143482 on page 11 provides unpacking checks for damage: "check for any obvious damage to the carton or its contents. If damage is evident, notify the carrier", the dealer did not state that he notified the carrier. In regards to the burning smell, invacare has incorporated safety mechanisms to shut the device down if overheating occurs. Page 13 of the user manual lists them. They are: "current overload or line surge shutdown. High temperature compressor shutdown. High pressure alarm w/compressor shutdown. Low pressure alarm w/compressor shutdown. Battery free power loss alarm. Senso2 oxygen system (senso2 model) low flow alarm." The dealer did not state if any of these safety features were activated. In addition, the dealer did not state if the system failure indicators for initial start-up as shown on pages 21 and 22 of the user's manual were seen. These indicators would alert to issues with overheating on the device. (B)(4) - device history reviewed by florida quality. No discrepancies found. Device history reviewed by florida quality. No discrepancies found. No injury alleged. The device was about 1 month old at the time of the complaint. The maintenance history was unknown at the time of the complaint. The product was returned and a full evaluation was conducted by invacare returns team. The device was opened up and it was found that the fan wires were not connected. A check was added in the manufacturing process to ensure that the wiring would stay connected and is documented in (B)(4). The process design document (B)(4) was also updated to include the statement "connect fan molex connector from fan wire harness into test box molex mating connector. Momentarily activate toggle "on" switch and ensure fan activates (rotates or turns) to make sure the device is tested during assembly for proper operation. These changes went into effect (B)(4) 2011. This device is used for treatment but not diagnosis.

Event description:
The dealer alleges this new unit had a burning smell. No injury is alleged.

Manufacturer narrative:
The dealer alleges that there was a burning smell during an out of the box inspection of a concentrator model irc5po2v, sn (B)(4). Packaging and transportation of the device was not documented in the dealer's statement. The user manual pn 1143482 on page 11 provides unpacking checks for damage: "check for any obvious damage to the carton or its contents. If damage is evident, notify the carrier," the dealer did not state that he notified the carrier. In regards to the burning smell, invacare has incorporated safety mechanisms to shut the device down if overheating occurs. Page 13 of the user manual lists them. They are: "current overload or line surge shutdown. High temperature compressor shutdown. High pressure alarm w/compressor shutdown. Low pressure alarm w/compressor shutdown. Battery free power loss alarm. Senso2 oxygen system (senso2 model) low flow alarm." The dealer did not state if any of these safety features were activated. In addition, the dealer did not state if the system failure indicators for initial start-up as shown on pages 21 and 22 of the user's manual were seen. These indicators would alert to issues with overheating on the device.

Event description:
The dealer alleges this new unit had a burning smell. No injury is alleged.